Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen minutes into treatment with a polyflux 140h, a patient experienced shortness of breath and a blood pressure reading of 85/48mmhg. The treatment was stopped immediately and the patient was treated with intravenous dexamethasone 1(0 mg). At the time of this report, the symptoms were in remission and a new dialyzer (non baxter product) was replaced to continue with treatment. No additional information is available.